Event description:
It was reported the catheter ruptured during onyx injection. No pt injury reported. Same event as MDR# 2029214-2010-00226.

Manufacturer narrative:
The device involved in this event will not be returned for eval as it was consumed in the event. Reference (B)(4).